Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported adhesive set issues with four sets as all of them did not stick to her body. The patient usually inserted them in her leg. Reportedly, her blood glucose raised after a trip to the beach and so she did a bolus and then went to bed. Later, she noticed that her blood glucose was over 600 mg/dl which she self-treated with the pump and then an hour later again, her blood glucose level remained the same which she treated manually with a shot. Subsequently, her blood glucose did not come down and she took another shot and another and then her blood glucose level came to 243 mg/dl, but she became unconscious. The emergency medical services were called as her blood pressure went low at that time and they transported her and noticed after testing an infection. She also experienced diabetic ketoacidosis. Subsequently, she was admitted to the hospital in the intensive care unit and was treated for her high blood glucose levels and the infection, also investigations were still being performed on her. The patient was hospitalized since four days. No further information available.